Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed a needle tip did not capture cuff. A second proglide was used to achieve hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.